Event description:
It is reported that the surgeon is seeing wear in the head and neck junction leading to cobalt debris in an unknown number of patients.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.